Manufacturer narrative:
(B)(4). Batch # r58e3d. Investigation summary: the analysis found that one pce60a device was returned with no apparent damage and with three ecr60w cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: doe the surgeon wait 15 seconds prior to firing? Unknown. Please describe more about shape and anatomical location of malformed staples. Formed well. Approximately how many times was device fired? Four ecr60w, don't know others reloads. Were there any issues with other firings? No . Were staple lines crossed? No. Did the patient require blood products? Yes, with 6000 ml blood products. Approximate blood loss? About 5200 ml . Did the patient received any preoperative chemo or radiation therapy? Unknown. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that there was bleeding. During radical operation for left upper lung cancer, one pce60a and three ecr60w were used on lobar arteriovenous vessel. After firing, three vessels started to bleed as sweat droplet, among of them the pulmonary vein spurt bleeding. And then using suture to sew vessels after opening the chest. The patient¿s information is unknown.